Event description:
Ambulance personnel were attempting to monitor a patient, condition unknown. Allegedly the device displayed excessive ECG artifact and the operator could not discern the patient's rhythm. The operator replaced the pediatric monitoring electrodes and confirmed proper electorde/cable connection with no change. A back up device was obtained and treatment continued without incident. There were no adverse effects to the patient reported as a result of the alleged malfunction.